Event description:
Patient called report a right side implant exchange due to the patient's concern with the product. Device remains implanted. Device implanted after the expiry date.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device handling problem.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a right side implant exchange due to the patient's concern with the product. Device has been explanted and replaced. Device was implanted after the expiry date.